Manufacturer narrative:
Device is combination product.

Event description:
It was reported that the patient expired. Vascular access was obtained via the femoral artery. The target lesion was located in the severely tortuous left circumflex and left anterior descending artery. The patient had previously experienced a myocardial infarction. During the procedure significant resistance was encountered. Three synergy stents, a 3x32mm, 2.5x38mm and a 3x16mm, were deployed. Post implantation the patient became sick and the stents became occluded. The patient was unable to survive and expired. The cause of death was not reported.